Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. The patient was discharged. The patient was readmitted (B)(6) 2020 through (B)(6) 2020 and then again on (B)(6) 2020 through (B)(6) 2020. During the first readmission the patient presented with weakness, edema, and worsening urine output (patient on home dialysis). A small pericardial effusion was seen on the echocardiogram. The patient was worked up for tamponade. An echo was performed which showed no tamponade. A tee was performed and no clot was present. On (B)(6) 2020, the patient was attempted to be cardioverted but this was unsuccessful. Repeat cardioversion attempt on (B)(6) 2020 was also unsuccessful. The patient was discharged home with plans to be seen as an outpatient. During the (B)(6) 2020 hospitalization the patient had a repeat echo and showed an increase in the pericardial effusion from previous studies. On (B)(6) 2020, the patient had a pericardiocentesis with removal of 1200cc of fluid with a drain left in place. The patient also had an ablation and pacemaker placed. The implanted device looked okay on echo and it is not believed the fluid is from the device, but rather from the patient being back in atrial fibrillation.